Event description:
Company representative reported on behalf of the health professional left side rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported on behalf of the health professional left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: additional observations: rupture: observed, one opening in radius side assessed as smooth opening and one opening in radius side assessed as surgical impact opening (shell thickness within specification). Additional observations: creases are observed. Wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.